Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/21/2020. H.6. Investigation: one used cannula hub was received by our quality team for evaluation. The used cannula hub was subjected to visual inspection, catheter adapter leak test, and the valve injection test. No abnormality and no leakage was observed. Therefore, the investigation was unable to confirm the customer experience based on the sample returned. A review of the device history record was performed, and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced leakage during use. The following information was provided by the initial reporter: today we received a second report of the same problem. (The nursing staff has been encouraged to report the complaints, in order to have a better idea of the frequency of the problem.) Same story: baby was pricked at emergency ward, the next day the bandage was wet, child had to be re-pricked. This time the catheter was kept and is ready for investigation. If the catheter were to contain no non-conformities, this is an indication that adjustments will be required elsewhere in the process. Lot # used at emergency ward (B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced leakage during use. The following information was provided by the initial reporter: today we received a second report of the same problem. (The nursing staff has been encouraged to report the complaints, in order to have a better idea of the frequency of the problem.) Same story: baby was pricked at emergency ward, the next day the bandage was wet, child had to be re-pricked. This time the catheter was kept and is ready for investigation. If the catheter were to contain no non-conformities, this is an indication that adjustments will be required elsewhere in the process. Lot # used at emergency ward 0108182.